Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that ipg had tilted. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.